Event description:
The instrument was used during a "lavh" according to the surgeon, the endo gia did not staple properly and did not create hemostatis. The instrument was articulated to approximately 30 degrees. The surgeon started to use another instrument, a trimax, to stop the bleeding which did not work. Eventually, the surgeon converted to an open procedure to finish the surgery. The pt required a transfusion of one unit due to the blood loss.

Event description:
The device was used during a lavh. Reportedly, the device did not staple properly and did not create hemostasis. The surgeon started to use another instrument to stop the bleeding. The procedure was converted to an open procedure. The pt required a transfusion.